Manufacturer narrative:
After battery installation, the pump powered up and the display froze after count up followed by an unexpected constant tone alarm due to a problem isolated to the mother board. Unable to perform any tests due to the frozen screen. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had constant tone. The customer also reported that they could not clear the alarm. The customer's blood glucose was 7.4 mmol/l at the time of incident. The customer stated that the constant tone did not disappear after troubleshooting. The insulin pump will not be returned for analysis.